Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However; should it become available it will be provided in future reports.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: no button information to the console. Probable root cause: breaking resistors on the flex circuitry due to stress on flex cable (due to manufacturing and assembly error combined with normal use stress) broken handpiece cable, or conductors inside no power from the console broken traces on the membrane switch membrane switch is corroded due to moisture ingress flattened buttons/ switches poor soldering or other electrical connection broken pin pcba component failure button press reaction force so high the buttons can't be pressed to deliver information. Console not delivering power to shaver expired disposable after r.1.1.1 use error. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81.

Event description:
It was reported that the device was continuously activating.